Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. The patient woke up from sleeping feeling hot and sweaty. The patient saw that her cgm device was not providing any cgm readings due to a sensor error (which occurred for approximately 9 hours). The patient¿s tested her bg meter reading, which was 41 mg/dl. The patient¿s husband assisted in treating the patient with sugar under her tongue and by drinking some sprite. The patient did not seek medical attention during this event. The patient was in good condition at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be sensor noise. No additional patient or event information is available.